Manufacturer narrative:
D.4. Serial number and UDI are unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the essenz crystalloid cardioplegia pump malfunctioned and displayed alarm ¿change pump¿ and the wrench icon appeared on the monitor. Immediate consequence: no cardioplegia at time. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Serial read out (real time device parameters and setting recording file) of the cockpit was collected and provided twice, but were overwritten and incomplete. Date of event was between 12 and 13 march and the first log recorded is from 19th march. No possibility to confirm the error code associated to the message "pump defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since device date of manufacturing. Based on the available information, the reported event appears to be an isolated occurrence for which a definitive root cause could not be identified. Nevertheless, based on the results of a similar complaints review and taking into consideration that no further events were reported on this console, it cannot be excluded that event was associated to a sw anomaly. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.